Event description:
The customer contact reported the pt received less medication than intended. At 0230, line b of the device was programmed to deliver cefazolin 1 g/100 ml, at a rate of 200 ml/hr, with a vtbi (volume to be infused) of 100 ml, and the delivery was started. At 0330, the nurse went to deliver the next container of cefazolin and noted that the device display indicated the delivery was complete: however, there was 50 ml remains in the container instead of the expected empty container. At that time, the nurse reprogrammed the device to deliver the remaining medication and the delivery was restarted. After the delivery was complete, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.2 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the most recent programming in the device history indicated on (B)(6) 2012 at 0735, line b was programmed to deliver in piggyback mode, at a rate of 100 ml/hr instead of the reported 200 ml/hr, with a vtbi (volume to be infused) of 50 ml instead of the reported 100 ml, for a duration of 30 minutes, and the delivery was started. At 0805, line b was completed and line a started delivering. Between 0915 and 0921, the device alarmed for n102 (infuser idle 2 minutes) twice, the alarms were silenced, the volumes were cleared, and the device was turned off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.